Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
It was reported the patient didn't recharge the ipg as recommended. In turn, the ipg can no longer communicate with multiple programmers and chargers due to it being inoperable. The event date is unknown. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.